Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test,occlusion test, force sensor test and the displacement test. Power loss alarm, low battery alarm and power error 25 alarm confirmed in the long trace. Power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6/pcb 1 the pump was monitored and functioned properly. The insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 8.5 mmol/l at the time of the incident. The customer states the insulin pump alarmed power loss. The customer states they treated themselves, but the power loss alarm returned. The insulin pump will be returned for analysis.